Event description:
The imaging used to generate the fha and psv reports were distorted. This affected supine pelvic tilt, ops acetabular guide orientation and acetabular cup sizing. The ops acetabular guide was not supplied for this case as the surgeon never provided confirmation of the pre operative reports.